Manufacturer narrative:
Patient age: exact date of birth is unknown, but patient's age was provided as (B)(6). Patient weight and ethnicity: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Initial reporter phone number: (B)(6). (B)(4). Device evaluation: field service engineer ( fse ) went on site and a gel was cut and was measured within specification. A preventative maintenance (pm) was performed and no issues were identified. All measurements and calibrations were within j&j vision specification. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an incidence of vertical gas breakthrough occurred. Flaps created in both eyes. Surgeon attempted flap lift in right eye and noticed what look like a bubble/ epithelial, treatment was then abandoned and patient is returning in 1 month. No further information was provided. Programmed flap depth 100microns; programmed diameter 9.0mm. Patient refraction right eye -3.00 -2.50 @ 165; left eye -3.75 -1.25 @ 30.

Manufacturer narrative:
Correctio: section h6: as part of an internal review of our mdrs it was identified that the medical device problem code 4581 and the health effect impact code 4610 did not apply to the event. It was also noted that the component code 4755 was not included. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.